Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had been experiencing "overdose" for sometime and that the pain was not well controlled. Per the initial reporter, over the past three years, the dosage was increased for therapy relief. In addition, the pt was taking "180 hydrocodone per month". The pt was scheduled for a pump replacement. During surgery, the catheter was found to be kinked. The pump and catheter were replaced. Following the replacement surgery, the daily rate was decreased. It was also noted that the pt no longer had to take oral medications. The pt outcome was "recovered without sequela". The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
All previously reported patient and device codes are being replaced and conclusion code 67 is not applicable for this event.

Event description:
Additional information was received on 06-apr-2017 from a consumer and it was reported that the pump was delivering morphine which the hcp (healthcare professional) had to keep increasing. The patient didn't remember what other pump medications he had in it. Per the patient, at one time, the pump delivered dilaudid and morphine. There had also been a couple of other medications in the pump but the reporter didn't know what they were. On (B)(6) 2009, the pump was replaced due to longevity. They left the old catheter in and it was embedded in his skin. The patient had requested the pump after it was disinfected, but per the patient, the hospital lost it. No further patient complications have been reported as a result of this event.